Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 19mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 24 years and 11 months due to aortic stenosis and paravalvular leak (pvl). The tavr procedure was performed with a 20mm edwards transcatheter heart valve. The case went smoothly, but significant paravalvular leak was noted on aortography. Through investigation, the pvl was found to be existent behind the surgical valve prior to the tavr procedure. The pre-existing prosthesis was not altered structurally. The patient remained very stable hemodynamically. The surgeon measured the left ventricular end diastolic pressure, which was low and the end-diastolic pressure tracing was flat. The patient was transferred to the pacu. A plug was considered, but the patient remained stable post-procedure. The patient is aware of the pvl and stated that there was a known leak immediately following her ohs in 1993. The patient will be monitored and may require intervention should she become symptomatic. The patient was discharged home on pod #2 in good condition.